Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to having gland cancer. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The reported event of cancer and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in box b: adverse event or product problem as product problem which is updated to adverse event and outcomes attributed to ae: is selected as other. In describe event or problem is was reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to having gland cancer. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The reported event of cancer and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete which is updated to the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to having gland cancer. Medical intervention was not specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. In box h: device manufacturers type of reported complaint is updated to serious injury. The health impact grid coding is updated.

Manufacturer narrative:
As per device evaluation received on (B)(6) 2025: the dreamstation auto CPAP was returned to the manufacturer for investigation. The device was applied power and verified airflow. An internal and external visual inspection of the device was completed by the manufacturer and found potential no clean flux on the sd (secure digital) card slot on the pca (printed circuit assembly). A dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, rear panel, bottom enclosure, blower motor, and the blower box. The device was missing the accessory module and sd cover flip doors, sd card, philips pollen filter, and the 2 base screws. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device the manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.